Manufacturer narrative:
H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that IV cannula is supposed to be blood less. The filter is not working as IV cannulas have been leaking. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: date returned to mfg.: 6/25/2024. H3 and h6. Evaluation codes: updated. One used device without sheath component and packaging was returned for analysis. The sample was visually examined for potential nonconformances. The needle guard assembly displayed normal flash in the flashback chamber with no blood pooling inside the guard and nose inner diameter noted. There was also no evidence of any cannula outer diameter to nose inner diameter. Gaping noted in the needle guard assembly that could potentially result in leakage. Initial visual examination of the catheter assembly did not reveal any unusual conditions that would cause the complaint. Pressure testing, using a water filled syringe, of the catheter assembly indicated no evidence of leakage in the catheter tube or hub components. The sample was received with the seal component actuated. The seal component was gently removed from the catheter assembly for examination with no visible damage noted in the components¿ inner and outer diameter. Based on device analysis, the complaint cannot be confirmed as a manufacturing related nonconformance, and a root cause is unknown. To avoid blood pooling in the needle guard, the clinician needs to complete the insertion process and lock out the device without hesitation or pausing once the flash-vue window is beyond the valve. It is important to note, as the flash-vue window moves beyond the valve during this process, blood will continue to exit the window until the device is properly locked out. No corrective actions will be conducted by the manufacturing facility at this time. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.